Event description:
New information received noted that the lead will be monitored. The patient was stable. The issues were noted during the pre-procedure check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead exhibited intermittent capture and high pacing threshold.